Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. In addition, it was reported that a malfunction occurred and that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose level ranged from 130-157 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.